Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 8 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Tac informed the customer the oev261h monitor is discontinued. The customer stated that she would have someone from their it department contact the olympus tac to ensure the oev261h is in good working order. The device is not being returned because the customer later reported the monitor is working with no issues. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center (tac) there was no image on the primary monitor connected to the olympus cart. The reported problem was found outside of a case; there was no patient involvement.